Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device implant the right ventricular lead exhibited high pacing lead impedance. The lead was replaced and the issue was resolved. There were no adverse events for the patient.